Event description:
The customer reported experiencing four malfunctions over the past four days, causing the pump to stop functioning and delivering insulin. There was no reported impact to the customer¿s blood glucose level. The customer, who is currently out of warranty, is in the process of obtaining a new device and has declined further follow-up from tandem technical support.